Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is dependent on the device for normal function. It was noted that noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. The patient was discharged following the procedure. Additional information was requested but has not yet been received.

Manufacturer narrative:
(B)(4).

Event description:
New information provided identifying device serial number and details, patient ID and physician name.